Manufacturer narrative:
Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that the patient experienced syncope four times, and the device was found to be at elective replacement indicator (eri). The patient complained that the device depleted prematurely. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the patient experienced syncope four times, and the device was found to be at elective replacement indicator (eri). The patient complained that the device depleted prematurely. The device was explanted and replaced. No further patient complications have been reported as a result of this event.